Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed self-test. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. No sensor expired alert noted. Pump successfully downloaded traces and history file using thump. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: corroded battery tube, cracked case corner of the belt clip rails near the battery compartment, scratched case, pillowing keypad overlay, cracked keypad overlay, missing display window cover, cracked battery tube threads, serial number label missing, end cap address label missing, and cracked retainer. The p-cap/reservoir does lock properly. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. No sensor expired alert noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported loss of communication between the transmitter and the pump. The customer reported no adverse event. The event involved product(s) mmt-7811na, mmt-1780kpk and mmt-7020a. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1780kpk was returned for the analysis.